Event description:
It was reported that the system 9800 could not playback cine runs properly. The images were grainy and otherwise distorted. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cine bridge and the image processor circuit boards were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.